Event description:
Related manufacturer reference number: 3006705815-2023-01703. It was reported that the patient had a fall and was now experiencing pain at the pocket site and a loss of therapy. Surgical intervention took place where one ipg was explanted and replaced, as well as the other ipg was explanted and replaced and relocated to address the issue. Therapy was restored post-operative.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.